Event description:
It was reported there was an early replacement indicator (eri). Patient's stimulation was covering his entire body. Follow up reported the battery was at eri and they would schedule a battery change. "Nothing worked with the lead." Impedances were normal. No further information was reported.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).